Event description:
It was reported that during a surgical procedure, metal shaving fell out of the radiolucent right angle drive. No further info was provided; no adverse consequences was associated with the device. The procedure was successfully completed with a readily available alternate attachment.

Manufacturer narrative:
It is not possible to determine the cause of the event without an eval of the device. Additional info will be submitted if the device is received and the quality investigation is completed.